Event description:
Lowered mic's for clinical gram negative isolates with imipenem on rapid gram negative mic/bp panels resulting in very major error (vmj) rate that is outside performance claims for this product.